Event description:
It was reported that customer observed pencil eraser sized air bubbles or gaps in infusion set tubing between t:lock and patient and in cartridge during pumping on a previous day. There was no adverse impact to the customer's blood glucose level. Customer resolved issue by completing fill tubing step to remove air bubbles, resuming insulin delivery, changing supplies, and planned to follow up if issue persisted.